Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. A computerized tomography (CT) scan was performed and a perforation was revealed on the lateral wall of the right ventricle. No intervention was performed to resolve the perforation. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.